Event description:
A US distributor contacted ZOLL to report that the patient developed an open wound from the uCor HFAMS Patch. The patient described the area as red and bleeding. There was no alleged device malfunction contributing to the wound. The patient's physician recommended an over-the-counter medication for the wound. The outcome of the wound is unknown.